Event description:
This unit was identified as having a battery performance that indicates it may be impacted by the issue being addressed as part of correction and removal initiated by ge healthcare (gehc) on 21-apr-2022 (z-1226-2022, z-1227-2022). There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The electronic flow control valve was cleaned to resolve issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.